Manufacturer narrative:
The microcatheter was returned for evaluation. Solidified liquid embolic material was observed to be within the catheter hub and within the catheter lumen at 8.0cm from the proximal end of the catheter hub. The catheter was flushed with water and was found to be leaking between the catheter hub and strain relief. For further examination, the strain relief was removed. Liquid embolic material was observed to be at the junction between the catheter hub and catheter body. No damages were found on the catheter tip. No other anomalies were observed. Based on the analysis findings and the reported event details, the report of catheter rupture was confirmed, as the returned catheter was found to have solidified embolic material within the catheter lumen, and the catheter was found to be leaking at the junction between the catheter hub and catheter body. It appears as if the strain relief between catheter hub and catheter body was melted. It is possible that the embolic material may have come in contact with saline, blood or contrast during injection into the catheter body, which may have led to the premature solidification of the embolic material within the catheter body. This may have caused the catheter to become pressurized forcing the embolic material to leak through the syringe connection between the syringe and catheter hub. However, the cause for the strain relief damage could not be determined. Instructions for use (IFU): ensure embolic material compatibility with catheter prior to use. Use only ev3 dmso compatible micro catheters. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. If flow through the microcatheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the micro catheter to determine the cause of the obstruction or replace it with a new micro catheter. Excessive pressure may cause catheter ruptu re, which may result in patient injury. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. However, the evaluation has yet not been begun. A supplemental report will be submitted. Linked events: 2029214-2017-00979, 2029214-2017-00980.

Event description:
Medtronic received report that during the liquid embolic material injection, it was realized that the material was exiting the proximal section of the catheter, which was outside the patient. The catheter was replaced and the procedure was completed. No patient injury occurred. The catheter was reported to have been primed and flushed as instructed in the instructions for use (IFU).